Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient called to report spinal headache symptoms.  The patient was added for a blood patch.  On (B)(6) 2021 a blood patch was performed.  The patient reported 8 out of 10 pain before blood patch and 0 out of 10 pain after blood patch.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was spinal headache.  The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related.  The event was noted to be related to surgery/anesthesia. The event date was (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID 8782, lot# serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.